Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 260 mg/dl. The customer also had the flu and a rapid heart rate. The customer also stated that the insulin pump alarmed motor error multiple times. Troubleshooting was attempted, but the unit continued to alarm with motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the rewind due to a corroded motor home switch. Unable to perform functional testing including displacement, prime, basic occlusion, occlusion and no delivery tests due to the motor error alarms. Visual inspection revealed cracks on the battery tube threads, reservoir tube lip and lcd window. Also, the lcd window was scratched.